Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate low reading on her one touch ultra mini meter. The patient had discarded the meter; therefore, was unable to troubleshoot the meter with the customer care advocate (cca). She mentioned that on (B)(6) 2010 at around 3:45pm, she tested her blood glucose on her meter at the physician's office and obtained a result of 160 mg/dl. She did not exhibit any symptoms. Less than 30 minutes later, the physician tested her on his meter and obtained a result over 300 mg/dl and treated the patient with insulin at 3:50pm. The patient does not recall the type of insulin or how much insulin she was treated with. The products were replaced. The current test strips the patient has are not expired and is in good condition. The technique of applying blood on the test strip is correct. The products were replaced. The complaint is being reported since the patient alleged that she was treated with insulin at the physician's office for a blood glucose reading over 300 mg/dl on the physician's meter while her meter read a low reading of 160 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.